Event description:
This consumer is reporting her steam vaporizer purchased (B)(6) 2015, caller placed on her antique stand with glass cover. The heat from the unit caused the glass to break on (B)(6) 2016. She is reporting this incident as a burn hazard due to the unit heating to the high enough temperature to break 1/2 inch tempered glass. The label on the unit reads that it is lined with triple wall insulation to prevent the outside from becoming dangerously hot and does not instruct user to avoid placing it on glass. She contacted the manufacturer (B)(6) 2016, she spoke with a representative (no name obtained) who told her that in the future she could contact (B)(4) then the rep informed her that he would send her a label to ensure return of vaporizer to the manufacturer. There are no injuries being reported. (B)(6). Purchase date: (B)(6) 2015. This date is an estimate. The product was damaged before the incident: no. The product was modified before the incident: no. (B)(4).